Manufacturer narrative:
.

Event description:
Additional information received indicated that the patient's catheter residuals (1st am void) are now at 50 mls, 60 mls and 50 mls. The patient was instructed to discontinued self-catheterization. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. If additional information is received, a follow up report will be sent.

Event description:
It was reported that following the implantation of a sparc, the patient experienced difficulty emptying her bladder. The patient failed the inpatient trial void with a documented volume of 383 mls on the bladder scan. There was no documentation found regarding the volume infused. The patient was discharged home with an indwelling foley catheter. The patient continued to have sporadic self-intermittent catheterizations with large residuals. The patient was then instructed to self-catheterize (self-cath) 4x a day when feeling "full". The patient's self-cath residuals were <100mls except the first morning self-cath. The patient was then instructed to self-cath the 1st void of the day. The event was considered recovering/resolving (adverse event is improving) as of (B)(6). If additional information is received, a follow up report will be sent.